Event description:
It was reported upon product receipt that the patient with the implantable cardioverter defibrillator system had passed away due to cardiac amyloidosis, cardiac failure, and multi-organ failure. No further information was provided.

Manufacturer narrative:
The lead was returned due to patient death. Only the connector portion of a partial lead was returned in one piece for analysis. Visual inspection and electrical testing were normal with no anomalies found.